Manufacturer narrative:
Concomitant medical product: 5568-53 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) had triggered on the right ventricular (rv) lead due to high rate non-sustained episodes, short v-v intervals, increased impedance and noise. It was confirmed that the rv lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.